Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega sds with stent. The balloon was tightly folded with the stent secured on the balloon. There were numerous kinks throughout the hypotube of the device. The shaft was kinked at the end of the hypotube. Microscopic examination revealed that the distal portion of the stent had struts that were flared, bent and stretched over the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 20x4.00 omega stent was selected for use to treat the lesion. During preparation, when the physician pulled out the stent from the stent package, the physician noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that stent damage occurred. A 20x4.00 omega¿ stent was selected for use to treat the lesion. During preparation, when the physician pulled out the stent from the stent package, the physician noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).